Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited the bending section cover (a-rubber), up/down and right/left knob had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 08/06/2024. Corrected fields: h6: (component code is being changed to -"772-cover"). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was residing inside the distal sheath. The foreign material may have remained in the device because the reprocessing procedure deviated from the instructions in the manual. There was no damage to the area where the foreign material was detected. Additionally, improper reprocessing was likely due to a difference in the perception of device handling and reprocessing steps between the olympus recommendations and the facility. However, the definitive root cause could not be determined. Suggested event 1: foreign material adhered to a-rubber can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in duodeno videoscope, tjf-q170v, operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in duodeno videoscope, tjf-q170v, reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Suggested event 2: improper reprocessing can be prevented in the following: the instruction for use warns against improper reprocessing of endoscopes ancestries, stating, ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.